Event description:
The operator failed to unclamp the waste line during a routine hemodialysis treatment, causing a waste line pressure high alarm to occur. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the waste line being clamped during treatment. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for performing a rinseback in a timely manner. Nxstage medical considers this report closed. No additional information will be provided.